Manufacturer narrative:
Event was reported to have occurred prior to use on a patient. Device expire date unknown at this time. Device evaluation is anticipated but not yet begun. Device manufacture date unknown at this time. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented in (B)(6) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. Device evaluation is anticipated but not yet begun. A follow up report will be submitted upon analysis completion.

Event description:
A hospital employee alleged two 3m¿ ranger¿ high flow fluid warming sets (model 24355) leaked fluid at the y-connector. Type of fluid alleged to leak was not specified. Details regarding the usage of the device were not specified. No patient injury was alleged.

Manufacturer narrative:
Information added regarding device expiration and manufacture date. This lot was produced prior to UDI labeling so the label does not contain a manufacture date, but based on the DHR file the first day of manufacture was june 08, 2016. Device evaluation was completed on january 4, 2019. The sample, when tested, confirmed the solvent bond failure as the root cause of the leak. The lot number hx7761 was produced prior to solvent application standardization implemented in december 2017. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set.